Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad trace. No running number, ramping numbers on their own or scrolling bar moving anomaly noted. All operating currents are with in the specification, no unexpected low battery, weak battery or off no power alarm noted during testing. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer was programming some info into the device and the numbers kept running. The customer removed and reinserted the battery, but the anomaly persisted. The customer removed and reinserted the battery again, and the insulin pump alerted weak battery, which was unable to be cleared. The customer's blood glucose was 201 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).